Manufacturer narrative:
(B)(4). D10: unknown stem ¿ unknown part and lot unknown cup ¿ unknown part and lot 00630505636 ¿ liner ¿ unknown lot. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01326.

Event description:
It was reported that patient under went a hip revision approximately 14 years post implantation due to elevated metal ion levels. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- head. Visual examination of the returned product identified nicks and scratches to the spherical surface of the head. Taper hole shows dark foreign debris. No other damage is noted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4, which corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies during manufacturing for the head. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.